Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the up arrow button on the insulin pump does not respond properly. She stated she has to use the finger nail to press the button and get a response. The customer uses the insulin pump under her clothes but it is in a plastic bag. Blood glucose value is unknown. The customer mentioned she had high blood glucose for the past few weeks but it was probably because she had a cold. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.